Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. It was not known what the measurement was other than it was out of range. Technical services provided troubleshooting options, programming recommendations and to consider taking x-ray imaging. No adverse patient effects were reported. This rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. It was not known what the measurement was other than it was out of range. Technical services provided troubleshooting options, programming recommendations and to consider taking x-ray imaging. No adverse patient effects were reported. This rv lead remains in-service. Additional information was provided, another data transmission was provided, the high out of range shock impedance measurement showed 127 ohms. No adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.